Manufacturer narrative:
This report is submitted on 23 nov 2020.

Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2018 for right temporal seroma. The patient was treated with an IV antibiotics. The symptoms resolved.